Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
Evolve_lv_xlv clinical study it was reported that angina recurred. In (B)(6) 2021, the subject qualifying condition was stable angina and the subject was referred for cardiac catheterization. The index procedure was performed on the next day. The first target lesion was located in the distal right coronary artery (rca) with 80% stenosis and was 12 mm long with a reference vessel diameter of 4.0 mm. The first target lesion was treated with pre-dilation and placement of a 3.50 mm x 16mm stent. Following post-dilation, residual stenosis was noted to be 0% with timi flow 3. The second target lesion was located in the mid rca with 80% stenosis and was 28 mm long with a reference vessel diameter of 4.0 mm. The second target lesion was treated with pre-dilation and placement of a 3.50 mm x 32 mm stent. Following post-dilation, residual stenosis was noted to be 20% with timi flow 3. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was noted with symptoms of recurrent class iii angina. The anginal symptoms had been progressive over the past several weeks. The subject had chest burning radiating to the jaw with exertion. The subject had elevated blood pressure upon arising in the morning which could possibly be due to sleep apnea; the rest of the day, their blood pressure got well-controlled. In (B)(6) 2023, the subject underwent percutaneous coronary intervention by placement of non-boston scientific (non-bsc) stent in large calcified and tortuous mid left anterior descending artery (lad) which was complicated by vessel perforation requiring placement of a non-bsc covered stent. On the same day, angiography was performed without revascularization which revealed occluded first obtuse marginal branch and mid rca stents that received collaterals. The subject recovered well from the procedure and was discharged home on the same day. The subject still got dyspneic and had episodes of chest burning on moderate exertion which were relieved with rest. The subject had class ii congestive heart failure with dynspea and trace leg edema. The event was considered not recovered/not resolved.